Event description:
It was reported that during reprocessing a prograsp forceps instrument, the cables were not correctly placed. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the reported complaint. Visual inspection showed the drive cables were not broken, frayed, or derailed at the distal end. The instrument was placed on an is3000 system and driven. Recognition and engagement tests passed. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. Functional performance testing did not find any issues. An additional observation not reported by the site was the distal end of main tube had various scratch marks with light material removal. The scratches were .130 - .145 in length and not aligned with the tube axis. Engineering concluded the damage was likely due to mishandling / misuse. No other damage was found. The endowrist instrument's instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.